Event description:
The consumer was using the rollator when the wheel allegedly fell off. No serious injury is alleged.

Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined that this is an MDR.